Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) therapy history revealed that the patient had mutliple episodes. Additionally, the device displayed a fault code 5, indicating that a charge timeout had occured.